Event description:
A report received from poland stated an 840 ventilator experienced an unresponsive touch screen. There was no report of pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and cleaned the touch screen. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR's specs. (B)(4).